Manufacturer narrative:
Review of patient history and records found no complaints on file prior to the notification of explant. The patient had reported pain level reduced to 2/10 during the trial phase. After implanting the permanent system, the patient participated in one survey in (B)(6) 2024 in which it was reported that pain levels were 6/10. A nalu representative reached out to the patient to offer reprogramming to improve the therapy. There is no further communication on file from the patient after that time. The firm was not notified of the patient's scheduled procedure and thus were unable to be present to assess the device. The explanted components were discarded by the medical facility and unavailable for inspection to confirm the device was functioning as designed. There is insufficient information available to draw any conclusions as to why the patient was not receiving adequate pain relief.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023, after participating in a successful trial phase with nalu. On (B)(6) 2024 a nalu representative was notified by the physician that the nalu system had been explanted that day due to patient reports of the system no longer providing relief.